Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient called the on call coordinator on (B)(6) 2017 to report having high watt alarms while being at home. He was instructed to go to the emergency department (ed) for further evaluation and likely admission. The patient's wife states he was taking warfarin correctly. The patient was started on intravenous (IV) heparin for pump thrombus and integrilin. Currently the plan is to maintain the patient on heparin and increase the integrilin gtt. At this time the patient is planning to meet with palliative care and hospice as he will likely not want to undergo a second pump exchange. Patient was admitted to the cardiac care unit (ccu) and died on (B)(6) 2017, cause of death is "multi system organ failure related to pump thrombosis". No further information is available at this time.

Manufacturer narrative:
The lvad pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 and 168 high watt alarms have been logged leading up to (B)(6) 2017. Of note, it was reported that patient was administered heparin treatment after which the power started down trending. Patient was admitted to the cardiac care unit (ccu) and died on (B)(6) 2017; the cause of death was reported to be "multi system organ failure related to pump thrombosis" there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.